Event description:
It was reported that during a meniscal root repair, a firstpass mini was loaded with mini minitape and inserted into the joint, it was then positioned around the meniscus but was likely brushed up against the femoral condyle as the joint space was quite tight. The surgeon attempted to pass tape through the meniscus using reasonable pressure on the trigger of the device. The firstpass mini was pulled out of the joint and it was noted that the entire upper jaw teeth mechanism had fallen out of the device and was left in the joint space. The surgeon tried to retrieve the piece using arthroscopic graspers through his existing arthroscopic portals but was unable to and the piece moved to the back of the knee. A new posterolateral portal was created to successfully retrieve the piece. The procedure was resumed, after a 10-minute delay, using an equivalent s+n back-up. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.